Event description:
Patient presented to physician with tongue, ear, and jaw pain, as well as lack of efficacy. Physician surgically replaced the ipg on 19 oct 2021 to address the issue and restore therapy.